Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the archive was reviewed. The archive only had one registration present. The trace pattern did not cover much unique anatomy on the patient's head, but had good coverage over the cranium on the right side. There was not much coverage over the patient's left side.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy. It was reported that intra-operatively, the surgeon alleged an inaccuracy of approximately one centimeter. The surgeon registered the patient with 1.5 millimeters error metric and on the surface, the system navigated accurately. After opening the cranium, the surgeon navigated to the tumor and the system showed approximately one centimeter past the tumor. The tumor was superficial and the surgeon continued the case visually. The system was still accurate on the patient's skin. There was no reported impact to patient outcome and there was no reported surgical delay due to this issue.